Event description:
It was reported that a minicap had cracked and leaked iodine on the home patient?s (hp) shirt. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation will be performed. A review of all batch record documents was performed for lot number gd895029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow-up report will be submitted.